Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. This article was written by helen razmjou, richard holtby, monique christakis, terry axelrod, robin richards. Device location unk.

Event description:
Information was received based on review of a journal article titled, "impact of prosthetic design on clinical and radiologic outcomes of total shoulder arthroplasty: a prospective study," which aimed to compare the clinical and radiologic outcomes of total shoulder arthroplasty (tsa) using 3 different prosthetic designs, the neer ii system, the bigliani-flatow (bf), and a stemless prosthesis, and the total evolutive shoulder system (tess). The study consisted of 79 patients who underwent total shoulder arthroplasty (tsa) and were followed up for 2 years. 74 patients, consisting of 42 women and 32 men, were available for follow-up after two years. Patients ranged in age from 35-86 years. The journal article reports the following results: 23 glenoid perforations and 24 posterior subluxations amongst all three shoulders 1 greater tuberosity in the neer group, 1 fracture of the glenoid in the bigliani-flatow group, 1 radial nerve injury in the tess group, 1 patient experienced subsidence in the tess group. The authors of this article concluded that all three types of total shoulder protheses provided significant improvement in pain and function and were associated with high patient satisfaction.